Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebral infarction and prolonged hospitalization. The patient developed cerebral infarction the day after the procedure. The discharge date was extended and at the time of the call, the patient was discharged and was under observation. The physician commented that no abnormalities such as thrombus or char etc. Were found on the catheters during the procedure. Haze was confirmed in the previous transesophageal echo and the echocardiogram on that day, which may be the reason. Additional information was received on (B)(6) 2022. Drug was administered, and the day of discharge was extended, and the patient was discharged from the hospital at the time of follow-up observation. Further details regarding hospitalization are unknown. The patient¿s past medical history included cerebral infarction, hypertrophic cardiomyopathy, and no remarkable laboratory test values. Additional information was received on (B)(6) 2022. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient fully recovered. There are no relevant tests/laboratory data. The generator and pump do not need service.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30656679l and no internal action related to the complaint was found during the review. Additional information was received on 4-april-2022. It was reported that this adverse event was discovered post use of biosense webster products. No other relevant history. A smartablate generator was used and the serial number is (B)(6). There was no evidence of char or blood thrombus/clot during the procedure. The carto 3 system file is not available. The correct catheter settings were selected on the generator and the pump operation was accurate. The physician name and contact information were provided. Therefore, e 1. Initial reporter title, e 1. Initial reporter first name, e 1. Initial reporter last name, e 2. Health professional, and e 3. Initial reporter occupation were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).